Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument broke. The metal end of the instrument fell inside the abdominal cavity. It is unknown if the fragment was retrieved. The procedure outcome is also unknown. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information regarding the reported event. However, no response has been received.

Manufacturer narrative:
Isi has not received the large suturecut needle driver instrument for failure analysis evaluation.